Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that had a defibrillation impedance that had risen by more than double that of the previous value. Capture measurements as well as pacing and sensing impedances were stable. Lead would continue to be monitored. Patient was stable.